Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received, therefore, the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2016., the breakage of the reported plate occurred when the surgeon tried to perform bending but the fragments were not remaining in patient's body because the bending was performed without operation site. There was no prolongation of surgery, the plate bending was practiced three times. Another device (same product) was used to complete the case, surgery was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed. It was reported that during surgery on (B)(6) 2016, the breakage of the reported plate occurred when the surgeon tried to perform bending but the fragments were not remaining in patient¿s body because the bending was performed without operation site. There was no prolongation of surgery. The plate bending was practiced three times. Another device (same product) was used to complete the case, surgery was successfully completed. This complaint involves 1 part. This complaint is confirmed. The returned plate was received in 4 pieces. Whether this complaint can be replicated is not applicable as the plate broke intraoperatively. Plate thickness measurements of 2.08mm, 2.10mm, 2.17mm, 2.18mm, 2.18mm and 2.19mm were taken at the fracture surfaces using calipers ca592 and all were within specification of 2.0mm - 2.2mm. Most likely cause for this event is a decrease in yield strength due to excessive bending before implantation. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacture date: october 13, 2015. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 9918535 of ti matrixmandible 7x23 angle recon pl left 2.5mm thick was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (9855970) met all specifications. A review of the raw material device history record revealed this lot (9839312) met all specifications. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.